Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had experienced an ECG failure. It was noted that coincident with the failure, the device had a blinking rfu indicator and an audible chirp. There was no reported patient involvement.